Manufacturer narrative:
The insulin pump had cracked case at display window corner, reservoir tube, belt clip slot and minor scratched display window. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received the drive support cap notice. Customer reported that drive support cap was sticking out. Customer's blood glucose was 74 mg/dl. Customer was advised that insulin pump would need to be replaced.